Manufacturer narrative:
The device lot number was not provided; therefore, a device history record and non-conformances search could not be performed. The device remains implanted in the patient. The event as described cannot be confirmed.

Event description:
As reported through the article titled, "retreatment strategies in aneurysm woven endobridge recurrences: a case series", a patient presented with sever headaches. Mra showed a probable basilar tip aneurysm. Cerebral angiography confirmed a 10 x 9mm basilar tip aneurysm, and a web sl device 10 x 5 was placed. The physician wanted to use the "cork the neck" technique, but the initial angiographic result showed a small neck residual; thus, a larger web should have been used. However, a 6- month follow-up angiogram showed a 70% occlusion of the aneurysm. The patient then received a transcirculation atlas stent from the left-sided posterior cerebral artery to the right posterior cerebral artery with coil embolization of the residual aneurysm, which resulted in 95% occlusion. The patient did well, and a 1-year follow-up angiogram showed stable 95% occlusion of the aneurysm. The period of time reported for the cases and follow-up were 2015 through january 2021.